Event description:
It was reported that the lead exhibited impedance greater than 3000 ohms and noise reversions. The lead was removed and re-inserted into the header and all measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.